Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Incomplete cycle. Additional information requested but unavailable: what is the current status of the patient? Please provide the product code for the device that was used (the functional family is an endo linear cutters - echelon 60mm - powered+)? What type of procedure was the device used in? What color cartridge was being used? What is the product code for the cartridge that was used? Did the surgeon try the knife reverse switch prior to the manual override? Did the device eventually open? If the device did not eventually open, how was the device removed from the tissue? How was the procedure completed? The analysis found that one plee60a device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. A gst60b cartridge reload was received partially fired 1/4 consistent with an incomplete or interrupted cycle. Please note that if the instrument is partially fired, remove the instrument and slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The knife reverse button force worked properly during testing. Event could not be confirmed as the device closed and opened without any difficulties noted during the functional testing. The manual override worked as intended.

Event description:
It was reported that during an unknown procedure, after firing four loads, the surgeon attempted to fire the fifth reload and the device would not fire. The surgeon attempted to open the device from the patient tissue, but it would not open. The surgeon attempted to use the manual override, but it did not work either. It was unknown how the device was removed from the patient tissue. It was unknown if there were any patient consequences. It was unknown how the procedure was completed. The cover from the manual override broke off of the device and is in the bag with the device to be returned.